Event description:
It was reported that force sensor error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were broken. Case was cracked at the bottom by l-bracket and right plunger case. Force sensor test was found in the event history log. The technician performed power up process, checked and tested the force sensor. The technician found force sensor test at power up and the readings were slightly out of specification. The root cause of the reported issue was found to be the force sensor was out of calibration from normal wear. No damage was found to the force sensor. The technician recalibrated the pump. Performed preventative maintenance and all functional tests which passed.